Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the anchor was sitting proud following insertion.

Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: anchor sitting proud probable root cause: design -visualization window design does not allow for optimal viewing -laser line difficult to see -laser line designed at wrong location process -inserter and/or guide manufactured out of specification -laser line marked at wrong location application -user does not reference laser lines during insertion - user error during insertion - guide moves after drilling and before anchor insertion the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the anchor was sitting proud following insertion.